Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, unspecified immune system problem.

Event description:
Patient reported "some sort of leakage", "rupture", "low immune issues" which is not device related and "this side bigger than contralateral side". This record is for the left side. Device remains implanted.